Event description:
Nurse noticed a black hair in the sterile packaging when unpacking the implant. The implant was not used on the patient. The affected implant is being provided for internal testing. [Customer].

Manufacturer narrative:
A review of complaint data evaluated this incident as a single case. This is the final supplemental report, the complaint is closed.

Event description:
Nurse noticed a black hair in the sterile packaging when unpacking the implant. The implant was not used on the patient. The affected implant is being provided for internal testing.